Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent was returned loaded. The guide catheter hub was detached and was not returned for analysis. A bent was found on distal section of guide catheter. The guide catheter remained stretched and detached on the proximal section. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. As per complaint information, the issue occurred during procedure. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. User technique when the device was removed from its packaging or advancing the device through the scope can cause the kink on the catheter, this condition can cause friction between the components at kinked or bent area in the catheter. After the product analysis, it was found the guide catheter hub was detached and guide catheter was stretched. Based on the guide catheter stretched, it means that the guide catheter detached could happen because of using excess force or due to physician technique when pulling the guide catheter. Therefore, it was determined that the overall investigation conclusion code for the encountered issues will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure in the common bile duct performed on (B)(6) 2022. A patient who suffered from common bile duct dilatation combined with stones had a large number of stones were removed and re-angiography showed no obvious residual stones. During the procedure, when the device was placed for drainage, the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event.